Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2015 with the following findings: a review of the pump black box and cgm history showed a cs 215 cgm failure warning. During investigation, a test transmitter paired successfully with the pump. A blood glucose calibration of 120 mg/dl was accepted in two attempts within 2 hours. The pump and transmitter ran overnight with a steady reading of 115 mg/dl within +/- 20%. No cs 215 warnings or other alerts occurred during testing. The pump's cover was removed and an intermittent connection was found with the transceiver flex. The complaint of a cs 215 issue was sown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 090) issue. It was reported that the pump emitted a cgm alarm (cs 215) when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.